Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: sex, ethnicity, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. The following section was corrected: the device history record (DHR) for the disposable cuff with plc and protective sleeve, 24 in. (61cm) - dp, sb, part number: 60707015400 and lot number: z000012257, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Note: complaint history search was performed on all disposable and reusable cuffs as this failure mode could occur with any cuff. Further action not required as 2 or less complaints were identified with the same part number and lot number. On (B)(6) 2019, it was reported from (B)(4) hospital that a disposable cuff with plc and protective sleeve, 24 in. (61cm) - dp, sb started to leak on a patient¿s thigh during operation. It was noted that this event happened a few times before but did not have the lot numbers of those cuffs. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The additional events will be investigated under the linked complaint, cmp-(B)(4). The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the cuff was leak air during a procedure. There was no harm to the patient or a delay in the procedure as a result of the device malfunction. No adverse events were reported as a result of this malfunction.